Event description:
It was reported that the patients implantable pulse generator (ipg) was tilted causing discomfort. The patient underwent an explant procedure, and the explanted devices were discarded by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20867845.